Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was replaced due to extremely elevated capture threshold (75v at 1.5 ms) and intermittent capture. It was capped due to it spontaneously broke in cs blocking some branch access. No adverse patient events were reported. Should additional information become available, this file will be updated.